Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis'), pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (genera)') in an adult female patient who had essure (batch no. 761611) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In 2011, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), abdominal distension ("bloating") and vaginal haemorrhage ("vaginal hemorrhage"). The patient was treated with surgery (essure removed and surgical removal of coil(s)). Essure was removed on (B)(6)2016. At the time of the report, the endometritis, genital haemorrhage, menorrhagia, dermatitis allergic, allergy to metals, abdominal distension and vaginal haemorrhage outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, dermatitis allergic, dysmenorrhoea, dyspareunia, endometritis, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, nickel allergy insertion details: both ostia visualized, and 2-3 coils of essure were visualized outside the ostia at the end of the case. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: results: total bilateral occlusion.. Concerning the injuries reported in this case, the following one was reported via medical records-endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs & mr received. Lot number was added. Reporter's information was added. Added event abnormal bleeding (general), vaginal haemorrhage. Event added from mr 'chronic endometritis' updated outcome of event. Lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis'), pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (genera)') in an adult female patient who had essure (batch no. 761611) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In 2011, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), abdominal distension ("bloating") and vaginal haemorrhage ("vaginal hemorrhage"). The patient was treated with surgery (essure removed and surgical removal of coil(s)). Essure was removed on (B)(6)2016. At the time of the report, the endometritis, genital haemorrhage, menorrhagia, dermatitis allergic, allergy to metals, abdominal distension and vaginal haemorrhage outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, dermatitis allergic, dysmenorrhoea, dyspareunia, endometritis, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, nickel allergy insertion details: both ostia visualized, and 2-3 coils of essure were visualized outside the ostia at the end of the case. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records-endometritis. Lot number: 761611 manufacturing date: 2010/07 expiration date: 2013/07 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), allergy to metals ("nickel allergy") and abdominal distension ("bloating"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the menorrhagia, dermatitis allergic, allergy to metals and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, dermatitis allergic, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received. Case was upgraded to incident. Previously reported event injury nos was replaced with events from pfs: pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, allergy: rash/skin condition, nickel allergy, bloating. Laboratory data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.